Event description:
Found during routine testing. It was reported that the device intermittently failed to turn on. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the main keypad assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.